Event description:
Two batteries failed. Neither would hold a charge even after it was verified they were properly placed on the charger. Two other stryker batteries were available on the charger for use. No injury to the patient.